Event description:
The pt received two scs anchors with the same lot number. It was reported the pt is experiencing discomfort near the anchor sites in the back of her neck. Follow-up identified the pain is radiating to the right shoulder blade. The pt was advised to give the issue some time to possibly resolve on its own; however, the issue remains. The physician recommended the pt to avoid applying pressure on the back of her neck. It was reported the pt will be consulting with the physician for surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.